Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, it was reported that the patient encountered 10 infusion sets cannula kinked events within 3 hours after insertion. The blood glucose level found to be high do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.

Manufacturer narrative:
Initial and final MDR (B)(4) device 9 of 10.